Event description:
Caller reported that family member experienced a seizure. Patient was tested twice with two different freestyle with reading of 161 and 192 mg/dl. Tests were conducted with in four to five minutes. Paramedics were called and received a reading of 54 mg/dl. The child was transported to the hospital where he was treated with an injection. The time between the freestyle reading and the reading obtained by the paramedics was approximately 8-10 minutes. Control solution tests were conducted on both meters and had results within range. Child was treated and released.